Manufacturer narrative:
Implanted date was reported to be "asked but unknown" product analysis: the product has been returned, but has not yet been evaluated. Conclusion: without a completed product analysis and investigation, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be submitted when additional results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 19mm bioprosthetic aortic valve, it was explanted. It is unknown why the device was replaced, or which product replaced the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed damage on the sewing ring that appeared to have occurred during explant. All existing leaflets were in the closed position and were stiff but slightly flexible in areas with no visible calcification. Serrated imprints were noted on the inflow belly of the non-coronary (nc) cusp, likely attributed to tools used during explant. Extensive extrinsic calcification nodules, which appeared to have originated from the right left commissure, extended onto the right cusp (rc). Tissue deterioration due to visible calcification was observed on the right (rc) and left cusps (lc). Tears through the free margin and lunula of the left cusp (lc) appeared to be due to restricted leaflet movement associated with calcification overgrowth. Tissue deterioration due to calcification was noted on the right left commissure. Left non-coronary and right non-coronary commissures were intact. Minimal traces of pannus were noted on along the sewing ring. Radiography revealed extensive calcification on the right left commissural area and minimal calcification along the right and non-coronary outflow rails. Conclusion: reduced performance of the valve is attributed to calcification and host tissue overgrowth. These findings are generally considered a patient-related condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that approximately 13 years and 3 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to stenosis and moderate regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.